Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer could not be specific on the location of the leak. The customer's blood glucose level was 246 mg/dl and it was addressed with a manual injection. The customer stated that they were ok at the time of the report. Reportedly, the customer would continue to use the cartridge.